Manufacturer narrative:
Visual inspection was not performed as the pcb00 unit has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 device was manufactured according to specification. The review identified no non-conformance report (ncr) associated with this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted, give date: not applicable, the lens was not implanted. Explant date: if explanted, give date: not applicable, the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before an intraocular lens, model pcb00, was implanted the surgeon saw lint on the lens. The lens was discarded. No additional information was provided.